Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a chronic driveline infection which has had increased drainage and a yellowing-graying color. There were increased erythematous lesions near the driveline exit site. The patient denied fevers or chills but endorsed worsening shortness of breath. Wound cultures produced moderate growth pseudomonas. A CT showed skin thickening and subcutaneous soft tissue stranding along the right lateral abdominal wall. An increase in the size of a subcutaneous fluid collection near the terminus of the driveline was present. The CT findings were believed to represent cellulitis with subcutaneous hematoma/seroma. On (B)(6) 2019, incision and drainage of the site was performed as well as relocation of the drive line. The patient was restarted on antibiotics infusion. The patient was discharged home in stable condition, with ongoing at-home antibiotics infusion. No additional information was provided.